Manufacturer narrative:
Additional information h3: the device remains in patient and is not available for evaluation. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause has been determined to be a patient specific event. As no further investigation was able to be performed no change in harm was identified. This complaint cannot be confirmed.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that a patient underwent a rcr procedure where an ar-1927bcf-45 and a ar-2324bcc were implanted. About three weeks post-op, it was found that there was excess fluid and a widened hole around each implant. The surgeon decided that the implants should be removed and a revision procedure has been scheduled for (B)(6) 2022. *additional information has been requested.